Event description:
Reporter alleged blood glucose measured 300, 257, and 151 mg/dl when all were performed within 10 minutes of each other. No actions were taken or treatment received reportedly a result. A request was made for the return of the suspect device and replacement product was sent.